Event description:
Additional information received reported the patient's initial follow-up surgery was because, the patient was getting only unilateral stimulation. The patient was not complaining of any system disturbances, only an inadequate stimulation pattern. It was also reported that the areas of stimulation the patient did feel provided only minimal relief on one side. The doctor decided to replace the original lead, in addition to adding another, in an attempt to improve the patient's paresthesia. Besides poor stimulation pattern, there were no other complaints from the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Lead: model 3777-60, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6); lead. Model 3777-60, serial# (B)(4), implanted: 2012 (B)(6), explanted: unk. Lead: model 3777-60, serial# (B)(4), implanted: 2012 (B)(6), explanted: unk. Lead: model 3777-60, serial# (B)(4), implanted: 2012 (B)(6), explanted: na. Programmer: model 37744, serial# (B)(4). Recharger: model 37754, serial# (B)(4).

Event description:
It was reported that the patient was originally implanted with a single octad lead. A follow-up surgery resulted in the original lead being explanted and two new octad leads being implanted. The cause of the follow-up surgery was not provided. At a follow-up appointment, the patient complained of intermittent, jolting stimulation. Impedance measurements returned values greater than 10,000 ohms across the board, and the hcp decided to take a thoraco-lumbar x-ray to see if he could visually detect any system disturbances. The results of the x-rays were not known. The patient had a second revision surgery on (B)(6). The leads were disconnected from the generator and reinserted. High impedance measurements were seen on one lead. Both leads were then tested in a multi-lead trialing cable, and the same lead was out-of-range. The out-of-range lead was replaced with a new lead. At the close of the case, impedance was within normal limits and the patient's stimulation pattern was satisfactory. Additional information has been requested, but was not available as of the date of this report.